Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions" product location unknown.

Event description:
It was reported the patient underwent bipolar hip arthroplasty on (B)(6) 2015. Subsequently, the patient dislocated and underwent a manipulation to attempt to reduce the hip on an unknown date. During the manipulation, the bipolar cup and head disassociated. The patient was revised on (B)(6) 2016.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-01248 / 02738 / 02739).

Event description:
It was reported that patient underwent a hip revision procedure approximately 12 months post-implantation due to disassociation of the bipolar components and the head, which occurred during a manipulation procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay product evaluation results. (B)(4). Review of manufacturing history found no evidence of product nonconformance and device likely left the manufacturer conforming to print. Examination of the returned devices revealed light scratching on the femoral head, which likely occurred during extraction. The most likely root cause of the event was the attachment of soft tissue to the cup during attempts to reduce, causing the head to pull out of the polyethylene insert; however, a conclusive root cause cannot be determined with the available information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).